Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2025, the patient presented with vision loss in right upper quadrant and aphasia. The patient was diagnosed with a left occipital hemorrhage. The patient was hospitalized for three days for observation and conservative management. The intraparenchymal, intraventricular hemorrhage was diagnosed with imaging. No additional treatment was performed. The treating center reported that this was a re-bleed, not previously reported to neuropace. Details of the original hemorrhage were not provided to neuropace.